Manufacturer narrative:
There was not enough information provided to reach a definitive confirmation. Review of the pump module error log was found void of any recorded error events on the reported incident date. The pcu or its event log along with the customer¿s data set was not provided. Drug selection and key press programming would not be able to be analyzed without these items. An infusion was recorded to have been started on (B)(6) 2019 at 3:29am. The rate was at 11.5ml/h with the vtbi at 80ml. An unexpected power on of the pump module was recorded at 4:23am. It is believed this found recorded event is associated with the reported issue. There was not enough information provided to identify a root cause for the reported issue that device stopped working during an infusion of vasopressin. No device was returned for investigation. The minimal information available from the received pump module event log did have a recorded unexpected power on event while actively infusing suggesting a power interruption had occurred. The root cause was not determined. No devices received, log review only.

Event description:
It was reported that device stopped working during an infusion of vasopressin. The device was plugged into the wall power source at the time of the event. The event occurred at cardiac intensive care unit. The was no consequence or impact to the patient. Although requested, additional information was not provided.